Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. Concomitantly, the patient underwent a cytoscopy with an attempt of a removal of previously placed mesh and placement of a suprapubic catheter. On (B)(6) 2010 through (B)(6) 2010, the patient was hospitalized for severe bladder spasms, pain control and a urinary tract infection. The patient was treated with macrobid. On (B)(6) 2011, the patient underwent examination under anesthetic with an injection of botox and an injection of steroids,triamcinolone. On (B)(6) 2012, a cystoscopy and excision of a protruding suture of mesh was done. On (B)(6) 2012, a cystoscopy was done with removal of fiber of mesh throughout the bladder wall that was irritating the urothelium leading to bleeding. On (B)(6) 2012, an excision of scar tissue was performed. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - bladder spasms, (B)(4) - protrusion. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05741. The same patient is represented in each medwatch.